Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that after 20 minutes of use the screen becomes black and after remaining off for 20 minutes the screen powers on automatically during inspection for use involving an olympus high definition liquid crystal display monitor. There was no patient injury reported.